Event description:
It was reported that bd syringe 1ml ll stopper was defective/ damaged. Material: 309628 batch# 5076657 it was reported that syringe stopper damaged/defective (plunger came off the syringe very quickly) the plunger came off the syringe very quickly, causing the entire contents to be lost. It may also have been due to too quick manipulation by the nurse. New information received on 6/15/2026 12:19 pm here are the details from the inspection: swfi diluent syringe and plunger rod for diluent syringe no damage could be observed on the swfi diluent syringe. The syringe contained no liquid. The plastic cap was not returned. The stopper was pushed completely to the bottom of the syringe. The transparent plunger rod was inserted into the stopper. Dosage syringe/ disposable needle disposable syringe was inside from sealed blister pack. Traces of residue could be observed on the outside of the disposable syringe. Also see attached pictures. Non-serious as patient missed the dose, no drug administration.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.